Manufacturer narrative:
H.6. Investigation: lot# was not provided so a DHR could not be performed. Received one used nexiva 22ga catheter adapter/extension set without packaging from catalog number 383512; lot number unknown. The catheter adapter was wrapped in gauze and an attached needless connector. Visual/microscopic evaluation: observed there was damage (tear) located on the extension tubing at the nose of the straight adapter. The tubing edges at the damage site are jagged no evidence of scoring or other manufacturing defects were found. Water/air leak test: using a lab supplied male luer test fitting performed a water/air leak test, air bubbles were observed coming from the nose of the straight adapter the defect leakage was identified, replicated and confirmed with the returned unit. The leakage was from the damage (tear) observed in the extension tubing. The damage (tear) in the extension tubing does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the straight adapter possibly through manipulation by the patient and/or clinician.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the cannula was leaking.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the cannula was leaking.